Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported customer had high blood glucose. Customer was hospitalized for high blood glucose and reading was 600-800's mg/dl. Customer's blood glucose currently was 200's. Customer stated that the insulin was helping her. Customer stated was off the insulin pump when she had high blood glucose. No further information provided.